Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open right upper lobe lobectomy, while removing the mass located at the right upper lobe, firing required extra strength. Pulling the knife back also required extra strength. Another handle from the same lot was opened but the same issue occurred. Another handle from another lot was then used to complete the case. There was no patient injury.